Event description:
See h10/11 for additional event description.

Manufacturer narrative:
Additional event description: reportedly it is unavailable whether it was the introducer sheath dilator that was not raised at the time of device advancement, or if the device was advanced without use of an introducer sheath (bareback). No access vessel damage was reported. As the device evaluation noted that the polyimide guidewire lumen was still bonded to the leading and trailing olives of the delivery catheter, and the device was undeployed from the delivery catheter, it does not appear that the constrained endoprosthesis was fully detached from the device delivery catheter, and the reported catheter separation could not be confirmed in the device evaluation. H.6. Results code 2 updated h.6. Results code 2: code 213- the device was returned, and an engineering evaluation was completed. The device evaluation showed the following: the device was returned with blood on the device indicating it had been inside the patient. There was a kink in the device at the trailing olive. The polyimide guidewire lumen was still bonded to the leading and trailing olives. The deployment knob was still screwed into the catheter hub and the device was undeployed from the catheter. The physician¿s observations for a broken leading end of the catheter could not be confirmed with the currently available information. The reported catheter separation could not be confirmed in the evaluation. The cause for the kink in the catheter could not be determined with the currently available information. H.6. Conclusions code 1 updated h.6. Conclusions code 1: code 18- reportedly it is unavailable whether it was the introducer sheath dilator that was not raised at the time of device advancement, or if the device was advanced without use of an introducer sheath (bareback). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states warning: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. H.6. Conclusions code 2: code 22- according to the gore® excluder® aaa endoprosthesis IFU, do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Furthermore, do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An aortic extender component was prepared with no reported issue. It was noted that the packaging sheath was removed first, followed by the packaging mandrel. The physician inserted the aortic extender component and attempted to deliver the device to the target location. It was reported that the device was removed from the patient due to the fact that an introducer sheath had not yet been raised. The physician noted that resistance was felt upon device removal. After removal of the device delivery catheter, it was reported that the mounted endoprosthesis was separated from the device delivery catheter. The location of separation was at the constrained endoprosthesis. It was not reported whether the constrained endoprosthesis had fully detached or partially detached from the device delivery catheter. However, the constrained endoprosthesis was successfully removed without intervention at the time of delivery catheter removal. No access vessel damage was noted. Another device was used to complete the procedure. The patient tolerated the procedure.